Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the right ventricular cable lumen with abraded one of the right ventricular cable coating at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.